Event description:
A report was received that stated a nurse received a needle stick. According to reporter, at the conclusion of the pt injection, the nurse tried to put the needle into the safety mechanism, but then she sustained a needle stick. No further info was provided.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a f/u report detailing the results of the eval.